Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Upon receipt at our quality assurance laboratory, the fiber was thoroughly analyzed. Visual inspection found no visible defects. Microscopic inspection revealed that the fiber tip was mildly degraded, and light was not passing through the connector, indicating an internal connector fracture. The observed distortion of light exiting the connector may result from this internal fracture. A fracture within the connector can occur during procedural handling of the fiber during setup, use, or reprocessing. This connector fracture can lead to an insufficient aiming beam or low laser energy output, up to a complete inability of the fiber to fire. The interaction between the console and the connector, having this fracture, likely caused overheating, leading to the burn marks observed. A functional test was performed, and no aiming beam was found. Additionally, the console displayed the message: applicator has been used for 7 times. The complaint against the fiber was confirmed. A review of the device instructions for use (IFU) was completed. It states that users should carefully inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, users are instructed to not use the device and return it to boston scientific for replacement. The device history record (DHR) review was not performed because the lot number is unknown, and a ship history review could not be conducted to identify the most probable lots. The investigation conclusion code assigned is cause traced to component failure, which indicates an expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that during procedure, the fiber was defective. The procedure was completed using another device. There were no patient complications reported. Analysis of the returned device identified a fractured connector.